Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon receipt visual inspect of the device showed the main tubing was torn open near the proximal end of the butt bond sleeve. In addition dried body fluid was found on the main shaft as well as dried saline found in the luer and on the distal end. Next the device was electrically tested and while no electrical shorts were found the magnetic sensor failed to meet specifications. When functional testing was performed on the device's steering knob and tension controls the components functioned as expected. Lastly, a pressure leak test was performed on the luman and the values were found to be within the acceptable range. The reported event was confirmed. Signal and thermocouple integrity is known to be compromised by fluid ingress which can result in temperature errors.

Event description:
It was reported that about an hour into an ablation procedure using an intellanav mifi open-irrigated catheter that the catheter started to read at 50 degrees c and a high temperature error was displayed. This occurred after 15 previous ablation applications with normal temperature readings. They checked the cable and removed the catheter to inspect it for char, and found none was present. They replaced the catheter with another of the same model which resolved the issue. The procedure was completed with no patient complications. The device was returned to boston scientific for analysis. Analysis of the device found that the main shaft was severely bent and torn adjacent to the proximal edge of the butt bond sleeve.